Manufacturer narrative:
E.1 initial reporter facility: (B)(6). D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient and orders were not crossed over. The technical support specialist (tss) dialed into the server, executed a downtime structured query language query and identified that the care fusion coordination engine was not current. Tss restarted the services, but the issue remained unresolved. Tss then logged into the cce management console and found both the cce service, and the system service was stopped. The tss enabled and started both services, then confirmed that all active hosts and devices re-established connections with valid internet protocol addresses and ports in the transmission control protocol (tcp) communication monitor. Message flow was verified as crossing successfully to the es server. The tss contacted the customer, and user confirmed that messages were now crossing as expected. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient and orders was not crossing over multiple station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.